Event description:
It was reported that this right ventricular (rv) lead underwent a secondary procedure the same day it was implanted due to pocket revision with lead repair. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.